Manufacturer narrative:
Per hospital director of cardio pulmonary reported that all of their v60s are in service at this time and operating appropriately. The customer could not remember what the issue was with the unit, and the customer didn't have any information to provide. No repair information was provided.

Event description:
The biomedical engineer reported that the unit shut off entirely, and no mention of an alarm was noted. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. Per biomed, the unit was being setup for patient use.